Manufacturer narrative:
The insulin pump was received with reservoir tube completely broken off; the reservoir was unable to lock into place due to reservoir completely broken off however, the reservoir o-ring ok. The insulin pump was unable to prime during the prime alarm test due to faulty force sensor resistor also, unable to performed occlusion test due to broken off reservoir tube. However, the insulin pump was received with currents within specifications. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the top of the reservoir compartment had broken off. Customer's blood glucose was 446 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.